Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The account noticed all patient samples generated falsely depressed sodium and potassium results and falsely elevated chloride results when processing on the architect c16000. The account stated the calibration and quality control was acceptable, but suddenly, all the samples generated sodium of approximately 100, potassium of approximately 2.0 and chloride of approximately 150. No unit of measure was provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service engineer replaced various ict parts including the ict pinch valve tubing. A product labeling review found the architect system operations manual, and the ict sample diluent package insert contain adequate information for the described issue. A historical/quality data review and the complaint data review did not identify any adverse trend of ict pinch valve tubing issues causing the generation of ict discrepant results. A service history review found no additional discrepant ict result complaints were found for c16000 serial no. (B)(4) since the ict pinch valve tubing was replaced. The ict discrepant result issue was resolved though the replacement of a used ict pinch valve tubing. No systemic deficiency or adverse trend of ict pinch valve tubing was identified during evaluation.